Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue. Visual inspection did not identify any visible damage on the surface of the touch screen. The faulty touch screen was replaced and the nvram was reset. The date code of the kapton-tail was provided to livanova (B)(4) for evaluation. Considering the date code on the touch screen, livanova (B)(4) concluded that the issue was caused due to ageing. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue for which a root cause investigation (rci 2015-17) has already been initiated. Unit evaluated by fs sorin (B)(4).